Manufacturer narrative:
A patient was experiencing ineffective stimulation due to autoreducing. As a result, the patient's system was replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer numbers: 1627487-2019-14136, 1627487-2019-14137, 1627487-2019-14138, 1627487-2019-14139, 1627487-2020-02302, 1627487-2020-02303, 1627487-2020-02304, 1627487-2020-02305. It was reported that the patient experienced ineffective stimulation from their scs system. Reprogramming was unable to restore therapy. In turn, the patient underwent surgical intervention wherein the scs system was explanted and replaced to address the issue. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.